Event description:
It was reported that the ventilator generated an alarm indicating an ventilation failure. No more information provided. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating an ventilation failure. There is no further information as the customer has not accepted the quote.during a device history record, another complaint was reported after this reported event where the status was unknown as to which fault the device had. According to the information in that complaint for the same ventilator, a pre-use check was performed and passed. It was also mentioned that the ventilator is restored and functional.the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).